Event description:
It was reported that the user experienced leakage at the cartridge-to-connector interface while using an ilet system with a steel infusion set and that the connector had been attached to the cartridge outside of the pump, leading to an inability to proceed during a supply change until the long tubing was properly clipped into the anchor. Outcomes included restoration of normal operation after corrective handling and reattempt of the supply change. Investigation included technical troubleshooting and user education on correct assembly and supply change procedure. Investigation of this case revealed user handling contributed to the leak and setup error, which resolved once the connector was attached per instructions and the tubing was secured in the anchor. It was concluded that the device functioned as designed once properly assembled and that the event was attributable to user technique.